Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue.it was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, there were multiple cracks in the battery compartment observed. The returned battery cap was observed to have stripped threads and was unable to secure properly to the pump. The pump rebooted using the returned cap. During testing, the pump was exercised for 24 hours with no power interruptions using a test battery cap. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.